Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Internal evaluation was completed by packaging; packaging records were reviewed, no abnormalities observed. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for missing package item (possible tampering). Customer stated that she had just purchased the true metrix go and that the meter was not in the box. Customer stated that a percent a1c was in the box instead of the meter. Customer stated that the box was sealed (taped). The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported.